Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with an ams monarc subfascial hammock to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, erosion of her internal bodily tissue, and other injuries." The plaintiff's attorney also alleged that the plaintiff has a "permanent disability, including permanent instability and loss of balance, and pain and suffering," past medical expenses and rehabilitation.